Event description:
Breast implants made me sick. Breast implant illness. Both implants ruptured within 8 years of getting them. Brain fog, anxiety, capsular contraction, pain, fatigue, gut issues. FDA safety report ID# (B)(4).